Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that the aquabeam handpiece was able to be primed; however, the process took longer than usual and required troubleshooting in order to be succesfully completed. During treatment, it appeared that the high-velocity waterjet was not treating the tissue. Several treatment passes were attempted resulting in the same issue. A second aquabeam handpiece resolved the issue, and the procedure was continued through successful completion. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation. A replacement aquabeam handpiece was provided to the account as part of warranty replacement. Functional testing was unable to replicate the reported issue. The aquabeam handpiece functioned as intended. The root cause is undeterminable as the aquabeam handpiece was found to be functioning as intended. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 24c00050/143 was conducted, which confirmed there was one non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported event. The lot was segregated and affected units were reworked and re-inspected as part of our handpiece final inspection process. Upon re-inspection, the lot met all required specifications and was deemed acceptable to be released for distribution. The current instruction for use sj-ifu0101-00 rev b IFU, aquabeam robotic system IFU, us, english was reviewed and states the following: 8.30 sterile: treatment a. To begin the aquablation treatment, step on the foot pedal and gently support the beige braided tubing extending from the back of the aquabeam handpiece. Caution (for system models other than ab2000c): failure to support the beige braided tubing may result in a system fault or insufficient cutting efficacy. A. During the aquablation treatment, use [-] indicator on the motorpack to decrease power/resection depth (if needed) and use [+] to increase back to planned power submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.